Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that about a week after the implant of the device, the incision became "swollen". The patient was seen by another physician and the "blood and fluid" was removed from the area. The patient and physician will continue to monitor the device area. It was also reported that the patient had an infection in the pocket site. The pocket was drained. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that about a week after the implant of the device, the incision became "swollen". The patient was seen by another physician and the "blood and fluid" was removed from the area. The patient and physician will continue to monitor the device area. The device is still in use. No patient complications have been reported as a result of this event.